Event description:
Information received indicates, the bed is drifting into the reverse trendelenburg position.

Manufacturer narrative:
The technician replaced the left foot gas spring to repair the bed.